Event description:
It was reported that the caller received the programmer back from service and when they went to boot it up, a message about "imaging" was received. The caller ran the service disk and the programmer then booted up fine. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).